Event description:
My mother had a broken femur repaired on (B)(6) 2013 by bone graft and a stryker plate. On (B)(6) 2013 it was again repaired by grafting and a new stryker plate. A nurse gave me the broken plate and it gave visual appearances of a break resulting from manufacturing temperature excursion or inadequate metal formulation. A case # (B)(4) was opened for (B)(6) by a report to stryker. We also made complaint to stryker and it was consolidated with the original. After stryker finally gave me info regarding the composition of the plate which I then determined is a specialized 316l stainless steel, I returned half of the plate to stryker for analysis in (B)(6) 2013. Stryker had been most uncooperative, they refused to provide any info regarding the analytical results including what tests were run even though I indicated a willingness to sign a non-disclosure agreement to protect their trade secrets. Their only response was that the plate met standards; they further tried to explain away the situation using technically invalid arguments. They would not provide a copy of their iso quality certificate. I am a retired technical manager that was responsible for quality assurance, complaints, testing, product failure and other associated activities including failure of 316 stainless steel. I told stryker that my intention was to avoid legal action, that I only wanted enough info to assure myself that the plate did not fail due to inadequate manufacturing and quality considerations, which could be easily proven by some metallurgical testing. The pt does have osteoporosis and several artificial joints including one hip and both knees. The pt had a minor fall on (B)(6) 2013 and it was determined that a break resulted. In my opinion, the plate should not have been broken by that fall. Further, the plate being broken may have caused the fall as there had been a great deal of pain complaint one day prior to the fall. Trying to determine what stryker is doing, I even gave them an option to propose a settlement in this case in lieu of the requested info. I am now trying to determine whether to bring legal action or not. I consider their failure to provide me the necessary info a failure of their quality system or a blatant attempt to hide their mistakes. I am concerned that their quality system is inadequate and urge the FDA to audit their operation to prevent other incidents with other patients. This particular failure had been life altering for my mother as she remains in a nursing facility and it does not appear that she will be able to leave it anytime soon if ever. Previously she lived on her own at home with her husband.